Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wall adapter was unable to stay plugged into the wall outlet. As a result, the customer experienced difficulty charging the pump. A replacement adapter was sent to the customer. Customer¿s blood glucose value was 140 mg/dl.